Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead and the pacing threshold was high. Low pacing impedance measurements were observed. Reprogramming was performed. The lead remains in use, but the plan is to cap and replace the lead. No patient complications have been reported as a result of this event.